Manufacturer narrative:
These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the manufacturer¿s corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. According to the information received from the perfusionist, the hospital would not return the explanted device to the manufacturer for analysis as it was suspected that the disconnected outflow graft was related to a user error. The manufacturer is attempting to acquire additional information from the hospital regarding the event. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The surgeon reported that after 6 months of support, the patient¿s outflow graft had separated from the bend relief. According to the additional information provided by the perfusionist, the disconnected outflow graft was discovered upon opening the patient¿s chest during the heart transplant procedure.